Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. A review of the associated implantable device memory noted that the impedance measurements have been gradually increasing since (B)(6) 2015. Sensing and threshold measurements are within normal limits and there is no evidence of oversensed noise. Boston scientific technical services (ts) suspects that changes in the lead/tissue interface have occurred such as encapsulation or calcification. Ts recommended monitoring the patient. No adverse patient effects were reported. The lead remains in service and the patient will be monitored.